Event description:
It was reported the patient presented for implant procedure. During surgery, the right ventricular lead exhibited poor sensing. After attempts were made to obtain adequate sensing, it was discovered that the lead helix could no longer extend. The physician elected to complete the procedure with a different lead. There were no patient consequences.